Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a loss of stimulation that had occurred the day prior to the report. The patient did not experience any falls or trauma associated with this event, but the patient had been in the hospital the weekend prior to the report for an asthma attack and came home the day prior to the report. The patient has two programs and can usually feel stimulation at 2 or 3 volts. On program 1, she typically feels stimulation in her legs. On program 2, she typically feels stimulation in her back. There was a change in stimulation/location with each program and now she had to be somewhere in the 6 volts to feel stimulation. The patient was now feeling stimulation all over her whole body when using program 1. The patient now feels stimulation over her whole body, but more on the right side when using program 2. The patient thought that the issue might have been the patient programmer batteries, so she changed them out, but the same issue still persisted. The patient programmer showed stimulation on, and the patient has the ability to change stimulation. Increasing and decreasing stimulation did not resolve the reported issue. The patient tried another group and made appropriate adjustments which also did not resolve the issue. On program 1, the patient had decreased stimulation and increased it and stated that she was able to feel strong stimulation around 3.5-3.8 volts all over her body. On program 2, the patient had decreased stimulation and increased it and stated that she was able to feel slight stimulation around 7 volts all over her body.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a manufacturing representative tried adjusting their stimulation with no results. The patient had an x-ray performed, which showed that the leads had not moved. The patient¿s change in stimulation issue has not been resolved at this time. They noted their stimulation still goes to their shoulders, arms, and fingers. The patient stated the stimulation is supposed to target their legs and back, but now it goes everywhere. It was noted that when the stimulation is set at 6v or more, it will cause the patient to lean way over to the right side. Then the patient cannot stand up, and finds it difficult to walk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.